Event description:
Catheter was prepped as usual and inserted to area to ablate. Temperature did not drop sufficiently at catheter site to be effective for ablation. Trouble shooting attempts were unsuccessful. Changed to new catheter with immediate improvement in temp drop and effectiveness.